Manufacturer narrative:
The tubing on the returned sample had ballooned and separated. It appears the tube burst due to excess pressure. The IFU states "warning: vigorous syringe force should not be used to irrigate, administer liquids or unblock the tube." And also contains instructions for tube maintenance.

Event description:
MDR (B)(4) received from the FDA. About a month after tube insertion, feed was seen coming from patient's mouth upon medication administration. The tube was removed and found to have broken off at the 20cm mark. The existing tip of the tube "appears to be ruptured." Approximately 20cm of the end of the tube was retained in the stomach. The retained piece was successfully removed by bedside endoscopy.